Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that their facility had a power outage and now the central nurse's station (cns) is not booting up into the cns software and the bme requested a loaner and will return the cns to nihon kohden. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that their facility had a power outage and now the central nurse's station (cns) is not booting up into the cns software and the bme requested a loaner and will return the cns to nihon kohden. No patient harm was reported. Receipt of customer's device. Service performed: the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On evaluation, the reported problem was duplicated. The hard drives were replaced to resolve the issue. The unit was tested per the operator's/service manual and operated to the manufacturer's specifications. The repaired unit was shipped to the customer. No issues have been reported since. Investigation summary: investigation of the reported issue found the issue to have been caused due to improper nk device setup/maintenance by the user if the facility does not have the unit connected to a universal power supply (ups). This does not suggest nk device deficiency/malfunction. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6)2022 left customer a voicemail for all items under the no information section. No reply was received. Attempt #3 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that their facility had a power outage and now the central nurse's station (cns) is not booting up into the cns software and the bme requested a loaner and will return the cns to nihon kohden. No patient harm was reported.